Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that a male patient underwent revision surgery due to aseptic loosening and metallosis.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay corrected and additional information. (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00948, 0002648920-2017-00496. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was revised approximately 11 years post-implantation due to aseptic loosening of the acetabular cup. During the procedure, stained tissue, metallosis, corrosion of the trunnion, and black debris were noted. It is suspected that the cup loosening was due to these findings. An irrigation and debridement was performed and the cup and head were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.